Event description:
The advocate stated his mother ran blood glucose tests on 2 breeze2 meters and received readings of 29 and 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and meter were sent to the customer.